Event description:
It was reported that during a routine pulse generator changeout the device went into backup operation. The patient's heart rate dropped from 67.5 beats per minute to 30 beats per minute and the patient was syncopal. The device exhibited an output anomaly. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.